Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin at home transmission showed non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. Patient is asymptomatic and did not received therapy during the oversensing. Programming changes were made and device remains implanted. Patient is stable.